Manufacturer narrative:
(B)(4). Device evaluation: the customer reported that during insertion the guide wire was not able to be removed from the introducer needle, this issue was not confirmed. The customer returned one kinked guide wire. The introducer needle was not returned. The returned guide wire was examined and measured. Visual examination revealed the guide wire exhibited three kinks near the distal end. Microscopic examination confirmed the three kinks and that revealed that both welds were full and spherical. A manual tug test was performed and it revealed that both welds were intact. The kinks were measured at 3.5, 6.2, and 14.7 cm from the distal weld. The length of the guide wire measured 100.5 cm and the outside diameter (od) measured 0.0377". Both measurements meet specification per the guide wire graphic (length: 98.75- 101.25cm and od: 0.037-0.0385"). The IFU for this product cautions that if resistance is encountered while advancing or withdrawing the guide wire do not use force and warns not to retract the guide wire against the edge of needle while in a vessel to minimize guide wire damage. According to the reported events the customer did not follow the IFU and retracted the guide wire against the needle. Other remarks: bevel. This likely contributed to the damaged wire; however, since the introducer needle was not returned the cause of this event could not be determined. A device history record review was performed and found no evidence to suggest a manufacturing related cause. The probable cause of the guide wire kinking during insertion could not be determined based upon the information provided and without a complete sample. No further action will be taken. An in-service was requested for this complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that under live uss guidance in the renal unit, the hollow introducer needle was inserted into the patient's rij. The guide wire was threaded successfully down the needle without issue. In clarifying free movement of the wire by gentle withdrawal from the needle, the wire came to an abrupt halt and could not be extracted. The wire was already in the vein, so had to be removed with the needle and pressure applied to the rij. Upon being gently retracted back up the hollow needle, its end became caught on the needle tip and appeared to shear the wire coating such that the wire then partially unraveled. A new kit was opened and used without issue. Treatment was delayed approximately one hour, however, there was no reported death or complications to the patient due to the delay or as a result of this occurrence.